Event description:
It was reported that the patient's right ventricular lead exhibited a loss of capture and sensing during a follow-up 5 months after implant. On (B)(6) 2018, the patient presented for a lead repositioning procedure. During the procedure, the helix was not able to be extended so the lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.